Manufacturer narrative:
It was noted during failure analysis that there was corrosion on the internal components of the device.

Event description:
The system 5 dual trigger rotary was sent for service and during failure analysis it was noted that the handpiece ran on it's own without user activation.